Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during a ligation of gastric varices procedure performed on (B)(6) 2026, for the treatment of varicose veins. During the procedure, the initial attempt did not achieve adsorption and ligation. Multiple subsequent attempts during the second ligation were unable to be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name(B)(6). Block h6: imdrf device code a050501 captures the reportable event of band could not be deployed. Block h11: the returned speedband superview super 7 was analyzed, and it was found during the visual inspection that the teeth were damaged. No other problems with the device were noted. The reported event of band could not be deployed was confirmed. It was found that the teeth were damaged. The marks on the ligator housing teeth imply that the device might have been used with too much force, causing the teeth to become damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient, damaging the teeth and affecting the functionality of the handle when deploying the bands. Additionally, based on the analysis performed on the device, it was determined that due to the damage in the teeth, the bands could not be deployed. Therefore, the most probable root cause assigned is adverse event related to procedure.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: imdrf device code a050501 captures the reportable event of band could not be deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during a ligation of gastric varices procedure performed on (B)(6) 2026, for the treatment of varicose veins. During the procedure, the initial attempt did not achieve adsorption and ligation. Multiple subsequent attempts during the second ligation were unable to be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.